Event description:
It was reported that during a lap adjustable band procedure, five minutes into the case, the white tissue pad curled at the distal end of the jaws. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.